Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redy3050 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported material's tip was broken when it was going to be installed by physician, that when noticed the issue has discarded the material. No other information was provided.